Event description:
This ICD was explanted because it would not interrogate after lvad placement. All attempts to interrogate the device were unsucessful. A new boston scientific device was implanted.

Event description:
This ICD was explanted because it would not interrogate after lvad placement. All attempts to interrogate the device were unsucessful. A new boston scientific device was implanted.

Manufacturer narrative:
(B)(4).the analysis from the manufacturer is pending.

Manufacturer narrative:
(B)(4), 2010.the analysis from the manufacturer is pending. (B)(4), 2011.(B)(4)